Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that during a stroke procedure the subject microcatheter broke spontaneously into two pieces at the junction of the rhv and 3-way, so inside the flushing system. The subject device was removed and replaced. There was a surgical delay but the procedure was completed successfully. No further information is available.

Manufacturer narrative:
B5: executive summary- updated. H4: manufacturing date ¿ added. H3: device evaluated by mfg ¿updated. H3: summary attached - updated. D4: expiration date - added. D9: product available to stryker- updated. D9: returned to manufacturer on- updated. G4: PMA/510(k) or bla # - corrected. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the catheter shaft was seen to be broken 28cm from the catheter hub. The catheter shaft was seen to be kinked/bent 21 and 28 cm from the catheter tip. The catheter tip and hub were intact. A functional inspection was not required as the catheter was visually damaged. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared for use as per the directions for use, there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient and continuous flush was set up and maintained throughout the clinical procedure. Also additional information indicated there was resistance removing the device from the packaging. The catheter shaft was kinked and was found to be fractured. The catheter may have been damaged during removal from the packaging tray, which may have contributed to the fracture during the procedure. The reported and analyzed defect catheter shaft broken/fractured during use and the reported catheter difficult to remove/withdraw from dispenser coil as well as the analyzed defect catheter shaft kinked/bent will be assigned handling damage as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging.

Event description:
It was reported that during a stroke procedure the subject microcatheter broke spontaneously into two pieces at the junction of the rhv and 3-way, so inside the flushing system. The subject device was removed and replaced. There was a surgical delay but the procedure was completed successfully. No further information is available. Additional information received on 21st apr 2023, stated that there was a surgical delay of 20 minutes.